Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range, measuring greater than 3000 ohms. Noise was also noted on the ra channel. Additionally, the patient underwent a fluoroscopy x-ray and lead fracture was not confirmed. The atrial port was reprogrammed with decreased sensitivity and no intervention is scheduled. The healthcare professional will continue monitoring this patient. The patient is not dependent. No a dverse patient effects were reported. This ra lead remains in service.